Event description:
It was reported that 6 weeks post-implantation, it was confirmed though x-rays that the lag screw was sliding to the outer side. The surgeon will continue to monitor the patients condition. No further outcome was reported. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: product ID: z nail cmf 10.5 x 90 lag scr, item#: 47249909010, lot#3083326. Report source: japan. No product was returned or pictures provided: product evaluation could not be performed. A review of the manufacturing records identified no deviations or anomalies during manufacturing related to the reported event. Devices used for treatment. Two x-ray pictures were returned for evaluation. One x-ray shows the that the lag screw changed its original position. It seems like that the lag screw was sliding to outer side. Based on the available information it is not possible to determine the root cause for this issue. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00564 and 0009613350-2023-00014. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Currently still implanted.